Manufacturer narrative:
G4: 12may2020. B4: 18may2020. The part was returned to the manufacturer for the failure investigation (fi). Submitted unit failed due to air flow sensor caused by u1 component drifting out of specification. The determination could be made that the device failed to meet specifications. The device was being used for treatment; however, no harm to patient when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/13/2019.

Event description:
The customer reported a ventilator with a low leak-co2 rebreathing risk alarm. The manufacturer's field service engineer confirmed the reported problem. This event was reported to have occurred during clinical use. The customer reported that there was no allegation of harm associated with this event. The manufacturer's field service engineer replaced the flow sensor assembly to address and correct this reported event.